Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that a vitreous cutter did not work. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
System: the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 25, 2011. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications and was determined to not have contributed to the reported event. Therefore, the root cause of the reported event cannot be determined conclusively. Consumable probe: there was no consumable sample has been returned for evaluation for the report of the probe not working. Therefore, the condition of the product could not be verified. There was no consumable lot number was identified with this complaint; therefore, a lot history review could not be conducted. Due to the fact that a sample was not retained by the customer and no consumable lot information was provided, the root cause for the customer complaint issue cannot be determined. The root cause for the customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
New information received from the customer stating the event occurred during surgery. The surgery was completed. There was no patient harm.

Manufacturer narrative:
(B)(4)